Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a prophy-jet g138, they allege that they have no water flow and handpiece is heating up; no injury resulted.

Manufacturer narrative:
Cn. Hpcable # 08230. New 12240 handpiece # 12130 new 202407. Aoe hose, tubing, pinch tube clogged. Water flow is normal. No powder flow due to a clog in the handpiece cable. The hand piece did not come with the unit. It also got clogged. Pinched tube. Replaced worn/damaged parts and recalibrated to the manufacturing specifications. DHR review is not required because the product was returned for evaluation and the described failure mode is a known hazard.